Event description:
Customer reported that he is getting low alerts with his sensor when his blood glucose is not low. Customer stated that because of the incorrect reading on the sensor the insulin pump has been going into threshold suspend. Customer stated that his blood glucose is 120 mg/dl and the sensor stays that he is only 45 mg/dl. The customer declined to troubleshoot. Advised to discontinue use of the sensor and that the sensor needs to be replace. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.